Event description:
It was reported that during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument arced. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the yaw pulley was charred at the at the grip base. The charring is a sign of an arcing event. The evidence was inconclusive, but the charring was likely due to a breach in the insulation, carbonized tissue creating a conductive path, or high generator settings. The instrument passed electrical continuity testing. Failure analysis also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.